Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that black foreign matter was found in the bd luer-lok¿ tip syringe. Medwatch report# mw5088422 was filed in response to this event. The following information was provided by the initial reporter: "black particulate found inside 30ml syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd luer-lok¿ tip syringe. Medwatch report# mw5088422 was filed in response to this event. The following information was provided by the initial reporter: "black particulate found inside 30 ml syringe."